Event description:
It was reported that during follow up, the device battery was confirmed to be a minimum of one month, whereas the previous follow up battery estimate was a minimum of five months. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The analyst noted that the device had not yet reached elective replacement indicator (eri) and the most recent battery measurements show 2.816 volts with an estimated remaining longevity of 1.0-4.98 months with a mean of 2.99 months. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated current leakage in an integrated circuit.